Event description:
The patient reportedly experienced redness and irritation at the implant site due to the magnet strength. The patient was prescribed a cream (type unk). Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.